Event description:
In 2008, the sales rep reported that during a restocking of the kit, it was noticed that there was a chunk broken off the extender sleeve. There was no report that the event occurred during surgery. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Did not occur in surgery. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.